Manufacturer narrative:
This report is submitted on december 20, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced inflammation and skin issues at abutment site and subsequently was placed on oral and topical antibiotics, (B)(6) 2017 (specific date not reported). The implanted device remains.